Manufacturer narrative:
Device history record (DHR) - the product code 823162 with lot cmmchp conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; biological debris was noted, the proximal connector was separated from the valve, the needle guard was also separated from the valve, a cut / tear was also noted in the silicon housing in the needle chamber, the cam and the cam pillar were dislodged and sitting on the spring. The valve could not be program tested due to the dislodged cam mechanism. The valve could not be flushed, or leak tested due to the damaged silicone housing and the dislodged needle guard. The connector was visually inspected; marks were noted in the connector. The needle guard was visually inspected; marks were noted in the needle guard. The valve was reflux tested the valve failed the test due to the dislodged cam mechanism. The valve could not be pressure tested, due to the dislodged cam mechanism. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark was noted in the valve casing. The cam magnets were controlled and the magnets failed. The siphon guard was dismantled and passed the test. The root cause for ¿the pressure could not be changed.¿ as reported by the customer is due to the valve receiving a hard knock and dislodging the cam mechanism and cam pillar, as well as abnormal polarization of the cam magnets. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure. The root cause for the bump mark in the valve casing is due to the valve receiving a hard knock. The root cause for the marks in the needle guard and dislodged needle guard is due to user, atypical force being used. The root cause for the mark found on the connector and dislodged connector is due to user error.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted in an (B)(6) year-old patient via v-p shunt on (B)(6) 2012 with an unknown setting. In (B)(6) 2021, the patient was ill and underwent an MRI examination. After that, when the pressure was set, the pressure could not be changed. The shunt contrast was performed, and the flow could not be confirmed. The valve was removed and replaced on (B)(6) 2021.